Event description:
It was reported that during implant attempt, there was difficulty with the screw mechanism. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found; blood noted in distal conductor and helix mechanism; full lead returned and analyzed.